Manufacturer narrative:
Additional info received on 25 june 2024. There is an update from customer. Therefore, this event is no longer reportable. Additional information: customer reported that the surgeon removed the epithelium for faster edema recover time. The patient¿s edema is cured and the visual acuity had improved to 6/6.3. The surgeon had confirmed the cotton fiber is from the cloth that they wipe instruments. It¿s not related to elita. Based on the new information the event has been reassessed as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2024-0001678.

Event description:
It was reported that on post op day 1, patient has sever corneal edema due to bss wash more as fiber was present after lenticular removed. Source or origin of fiber is unknown/unconfirmed from hospital. The edema is cured. The va had improved to 6/7.5. The surgeon removed the patient¿s epithelium and let patients wear contact lens. No further information available.

Manufacturer narrative:
Section a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.